Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead had high impedances and was fractured. The lead was programmed off and will likely be replaced in the coming weeks. No patient complications were reported as a result of this event.

Event description:
It was further reported that the pacing impedance on the lead was high which trigged an audible alert so the patient presented to the emergency department. The lead was reprogrammed and will be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.